Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, serial# unknown, product type: accessory. Device evaluation: analysis of the implantable neurostimulator (ins) found the device was over-discharged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had discharged and that a third ins ¿jumping¿ was attempted in (B)(6) 2018. It was noted that even after the last step of the ¿jumping¿ was completed, the battery did not recharge completely. Following the initial discharge issue, the patient later experienced a traffic accident and decided to replace their ins as a result. It was stated the patient¿s ins was ¿not able to be read and recharged.¿ the ins was replaced on (B)(6) 2018 and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported ¿the ins was unable to be brought out of the discharged state at all.¿ it was confirmed that the ins had overdischarged three times and that at the last (third) overdischarge that ¿it was not working after 60 minutes¿ of recharging. Additionally, it was noted that the patient¿s ins was ¿unable to be read and recharged after the traffic accident.¿ the manufacturer representative involved with the event indicated she was ¿not sure if this problem was due to the traffic accident or due to battery discharge (third overdischarge), or due to both of them. The traffic accident was noted to have occurred ¿probably around the end of (B)(6) 2018 or the beginning of (B)(6) 2018,¿ though an exact date was unavailable. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: please note that based on additional information received, the date originally reported should have been 2018-dec-26 instead of 2018-sep-09, as was initially reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the initial notified date was actually 2018-dec-26, not 2018-sep-09 as was initially reported.